Event description:
The customer reported that the jaws of the device would not re-open while applied to tissue. The pt's tissue was slightly torn when the surgeon pulled on the instrument to remove it. The surgeon used a second device to complete the procedure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.